Event description:
It was reported that heart block occurred. Vascular access was obtained via transfemoral approach. A 25mm lotus edge valve system was positioned. Two partial resheaths were performed in accordance with the instructions for use (IFU) and the 25mm lotus edge valve was successful implanted to treat the severely calcified native aortic valve. The following day, a permanent pacemaker was implanted due to heart block. The patient is stable and has been discharged home.